Event description:
A malfunction was reported on the pump, specifically indicating malfunction code 10. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.